Manufacturer narrative:
Philips has investigated this complaint. The reported problem was for flex vision monitor not functioning properly. No further information regarding the issue has been provided by the customer. The quotation was sent by philips to the customer, but the customer did not respond to that quotation hence the quotation has been expired, therefore no further action could be performed by philips. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device had a flexvision monitor problem. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.